Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported extremely slow with all actions which was reproduced. The cause was determined to be failed processor board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump hat had an extremely slow with all actions during testing at the biomed service. There was no patient involvement. No additional information is available.